Manufacturer narrative:
(B)(4). The investigation found the rocker switch activation force to be out of specification. The width of the rocker was found to be larger than the width of the rocker window in which it moves causing friction and an out of specification activation force. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. The root cause of the activation force being out of specification was caused by interference between the rocker component and the rocker window in which it moves. Corrective action is being issued. Per engineering investigation, the ¿latch on¿ condition was caused by interference between the rocker component and the rocker window in which it moves. The width of the rocker was found to be larger than the width of the rocker window. The width of the rocker window is formed by the ultrasonic welding of the two body housing components. Corrective action is being issued.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil confirmed the customer's report. The cause is due to an assembly related failure.

Event description:
The customer reported that shortly after starting the laparoscopic sigmoidectomy procedure, the device was activated but it was confirmed the coag button returned slowly to the off position. There was no harm to the patient. A new device was opened to continue the procedure. Covidien's initial evaluation confirmed the device latched-on in the coag mode.